Event description:
The facility representative contacted a technical service representative to report an ipump with a "battery door that sticks ". It is unknown when this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation:the reported malfunction of a "battery door that sticks" was confirmed and not reproduced. The root cause is unknown. The pump is a stay-in device owned by baxter and was not repaired at this time. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.